Manufacturer narrative:
Results: (other) - the control buttons are not functioning and the power is intermittent. Conclusion: no conclusion can be drawn.

Event description:
It was reported that the personal alarm loud model 8202l has various issues, but the reporter did not elaborate. No pt injury reported. Inspection by posey shows that the alarm has intermittent power.